Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation functional testing was also performed, and the pump was found to not be charging properly. The pump will be repaired and returned.

Event description:
The initial reporter states that the pump only runs when plugged in. Because it wouldn't run on battery the patient experienced a three hour delay in therapy. The initial reporter stated that they did not have any further information about the delay or the pump complaint. (B)(4).